Event description:
No additional information was provided.

Manufacturer narrative:
DHR no product or photo was returned by the customer. The customer complaint of ' connection point of device -part that screws on to the IV is difficult to pull out of IV connection port then the part that screws on disconnects from insertion tip, requiring a hemostat clamp to pull it off. ' could not be verified due to the product not being returned for failure investigation. Device history record review for model me2020 lot number 23049034 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: me2020. Batch number#: unknown. It was reported by customer that connection point of device -part that screws on to the IV is difficult to pull out of IV connection port then the part that screws on disconnects from insertion tip, requiring a hemostat clamp to pull it off. This has happened numerous times with this product verbatim#: rcc received a complaint via email. Email(s) attached. Connection point of device -part that screws on to the IV is difficult to pull out of IV connection port then the part that screws on disconnects from insertion tip, requiring a hemostat clamp to pull it off. This has happened numerous times with this product item#me2020.